Event description:
It was reported the pt's ipg was explanted on (B)(6) 2011 due to a metal allergy. The leads were left intact. F/u revealed the pt was doing well postoperative.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.